Event description:
It was reported that while in use, bd bactec¿ mgit¿ 960 system, a false positive occurred. This a report of a single occurrence. No false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: "false positives were observed." "...research institute has confirmed that there were no adverse patient effect and no erroneous results were reported to the healthcare provider. The customer noticed the sudden increase in positive results and did not communicate the incorrect information further."

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this complaint alleges a failure on a mgit 960 instrument (p/n 445870, (B)(6)).the difference in measurement caused the instrument to flag the specimens as positive no samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. The root cause is attributed to cleaning of the optics during preventative maintenance this is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of june. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint. This complaint will be included in the periodic trend review. Per baltrm-mgit320_960-aph revision 5, the hazard associated with this complaint is false positive, which is an s3; reference row ID 2.1.

Event description:
It was reported that while in use, bd bactec¿ mgit¿ 960 system, a false positive occurred. This a report of a single occurrence. No false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: "false positives were observed." "...research institute has confirmed that there were no adverse patient effect and no erroneous results were reported to the healthcare provider. The customer noticed the sudden increase in positive results and did not communicate the incorrect information further."